Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported that the x-ray did not stop after releasing the x-ray switch on the 9900 system. No pt injury was reported.